Event description:
The dealer alleges while the consumer was seated in the tilted position, her leg slipped off the calf pad between the calf pad and tire. When her husband moved her to the upright position, her leg was allegedly broken.

Manufacturer narrative:
A distributor received info alleging a woman's leg slipped off the ottoman, while her husband was putting her chair in the upright position, and she allegedly broke her leg. Dealer advised that this incident was not caused by a product malfunction. He stated that the consumer's husband stated that when he encountered resistance, he forced the chair into the upright position breaking his wife's leg. Current user guide covers proper use. The chair remains in use. Manufacturer views this incident as a user error.